Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP pro device. The manufacturer received information from the patient alleging a burning smell while sleeping. The patient alleges seeing smoke in the room, and flames from the cable. The patient also alleges seeing evidence of melting, warping, or voids/gaps on the cord, and that the unit was a "yellowish color." Lastly, there was evidence of exposed wires. The device burned the table it was placed on for support. There was no allegation of patient harm. The manufacturer was made aware of this complaint through the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.